Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information was obtained regarding the reported event. The instrument was inspected prior to use and there was nothing out of the ordinary. The surgeon was performing a resection of a fibroid when the device fragment fell inside the patient. The surgeon was unsure of what caused the instrument to break, but it broke right at the hinge and jaw of the instrument. The instrument was in use for around 10-20 minutes before the issue occurred. The instrument did not collide with any other instruments or other hard material during the surgical procedure, just a fibroid. The customer confirmed that during the abdominal procedure, the fragment fell inside the patient during an instrument tip collision. The surgical staff did not feel any resistance upon removal of the instrument through the cannula prior to the breakage. Upon final removal of the instrument the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred and there was no other damage to the instrument after the event occurred. All the fragments were visualized and retrieved during the procedure with no additional surgical procedure required. No post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was completed robotically as planned without the harmonic ace and the customer instead used the monopolar curved scissors.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a blade broken. The blade broke at roughly the base. The broken piece was returned. The complaint regarding the broken fragment was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a portion of the harmonic ace shears broke off. The broken piece was retrieved and the patient was not injured. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.